Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aortic repair (evar) interventional procedure (later, the sheath was upsized to 12f). Reportedly, when an attempt was made to remove the plunger of the prostyle device after deployment, resistance was met. Also, the foot of the device shifted (dislodged) from its original position and was unable to be retracted. Therefore, the prostyle device was unable to be removed from the anatomy. It was also reported that the suture was not attached as the plunger was removed [cuff miss]. To prevent damaging the vessel, cut down surgery was performed and the device was removed. Surgical suturing was used to achieve hemostasis. When the device was inspected upon removal, the foot was attached to the device but shifted (dislodged) from its original position, which looked as if the foot "popped out to the side of the device". There was no separation of the device or its components. According to the physician, excessive tension was applied when positioning the foot against the anterior wall (but it was unknown if that was the cause of this issue). There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and foot displacement (foot break) were confirmed based on the returned device condition. The reported difficulty removing the plunger and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss could not be replicated in the test environment as the plunger, suture, posterior needle tip, both cuffs and link were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: gently retract the device to ensure the foot is apposed to the vessel wall. In this case, it is unknown if the excessive tension specifically contributed to the displacement of the foot as it appears to be related to tissue caught in the foot during attempt to close the foot. Based on the returned device condition, it is possible that tissue was caught underneath the foot during attempt to place the foot against the anterior wall of the vessel, along with repeated foot cycles such that contributed to the foot lifting and displacing from the guide when the foot was attempted to be closed. Displacement of the foot subsequently contributed to the inability to close the foot and device entrapment. It is possible that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to a possible posterior needle to cuff miss with the anterior needle tip successfully engaging with the anterior cuff. A posterior needle to cuff miss would result in the posterior cuff to not be blown out/ (remaining in the posterior foot pocket). This would subsequently contribute to resistance retracting the plunger as the posterior cuff would not have been pushed out of the posterior foot. However, this cannot be conclusively determined as the plunger, suture, posterior needle tip, both cuffs and link were not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.